Event description:
See manufacturer report # 9614453201006594. On (B)(6) 2010, the voltages were increased up to 2.0v without any problems. A problem occurred on (B)(6) 2010 upon interrogation. The right side was increased until 2.2v with no clinical problems. The physician programmer showed a battery usage of 72%. The left side was then increased up to 2.2v with no problems. The right side was then checked again for usage and the pt suddenly reacted heavily with acute crying and made it clear he had suddenly experienced severe pain in the abdominal region. The parameters were left unchanged. There were increased impedances on the right side. An x-ray revealed either a fracture or disconnection in the insulation of the left electrode. The neurostimulators (ins) and extensions were explanted. The right ins was suspected of premature battery depletion and pocket stimulation. Upon explant, the right extension did not look normal. There was a disconnection within the insulation. Postoperatively the pt was started with intensive physiotherapy, which the child had never had before. There was an affect in both arms. It was unk if it was related to the device explant or the physiotherapy. No further pt complications were reported.

Manufacturer narrative:
(B)(4).